Event description:
I have been using one of the recalled bipap's from philips. I have been experiencing chest pain, breast pain, headaches and dizziness. I was hospitalized to have my heart checked and those tests came out normal. Doctor said my chest pain was a mystery. I had a diagnostic mammogram and ultrasound on my breast and that came out normal. I am still currently having chest pains, headaches and some lightheadedness/dizziness. I am taking medication that I was not taking before. I have been advised to continue to use the bipap machine but I'm concerned and pray over it every time I put it on now. I started having slight chest pressure last year but it increased and spread at the beginning of this year. I ended up in the emergency room and admitted to the hospital. I am still currently under doctors care. Cardiologist and primary care. My headaches have increased to three times per day until this week when they turned into one constant headache-as of today for 2 1/2 days. I am using tylenol which is my normal pain medicine and it is barely helping, sometimes not at all. FDA safety report ID # (B)(4).